Manufacturer narrative:
Device broke intra-operatively and is not considered to have been implanted or explanted. Per the facility, the complainant part was discarded and is not available for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the head of an expansion-head screw broke during a two-level anterior cervical discectomy and fusion (acdf) procedure on (B)(6), 2015. The device broke as it was being inserted at an unknown level. The surgeon removed the broken screw and replaced it with an oversized screw. Upon removal of the broken screw, the flanges broke off. However, no fragments fell into the patient. The procedure was completed successfully with no delay or patient harm. Per the surgeon's post-operative dictation, it is believed that the hole was not drilled deep enough prior to screw insertion. It was also mentioned that the resident surgeon did not hold it still, which may have caused a weak point in the expansionhead. This report is 1 of 1 for (B)(4).